Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device failed to alarm for low spo2. It is unknow if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
Results of functional testing indicate that the settings and configuration for the spo2 limit and default profile were needing to be updated per customer request. The default profile was made the neonate profile and the high spo2 limit was set to 100. The desaturation delay was set to 10 seconds from the original 20. The monitors were reset as well to the time servers. The device was operational after repairs were completed. The device was put back into service.